Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the patient reported connecting to the homechoice cassette without the line being properly primed. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had connected to the patient line of a homechoice automated pd set with cassette when it was not properly primed. The event occurred peritoneal dialysis therapy. The technical service representative (tsr) explained proper procedures with the patient and instructed the patient to restart therapy using new supplies. No patient injury or medical intervention was reported. No additional information is available.